Event description:
The patient stated that he locked the pump while at work and that on december 24, he went to work at 8:15 pm and had lunch at around 11 pm. He programmed a four unit bolus dose at 11:03 pm and around 1:30 to 1:45 am on december 25, his blood glucose level reportedly went down to 1.4 mmol/l. After consuming glucose with assistance by another coworker, the patient was able to bring his blood glucose level up between 7 and 12 mmol/l, which he says is within normal levels. When reviewing the pump, the patient found that the pump had delivered a bolus dose of 11.5 units on december 24 at 11:45 pm that he denied programming. The patient also mentioned that there was some damage to the keypad and that two to three weeks prior to contacting animas the up arrow button was not activating pump functions. This complaint is being reported as the patient alleged that the pump delivered a dose he did not program and that the patient suffered a low blood glucose level after the dose was delivered.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump's history revealed an 11.55 unit bolus recorded on (B)(6) and an 11.5 unit bolus recorded on (B)(6). A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no un-programmed boluses that occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump's history.